Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history evaluation/review was attempted. The investigation of the complaint articles has shown that: art #357.377, lot #4609897, manufacturing date & location: n/a, the device history record review attempt could not be performed as the lot # does not correspond to a tuttlingen device nor has it been manufactured in tuttlingen yet. Manufacture DHR review part number: 357.377, lot number: 4609897, this part number / lot number combination could not be found in jde or docusphere. Therefore, a DHR review could not be performed at this time. If/when the product is returned or more information is received, the lot number can be verified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a left and right femur surgery while inserting a trochanteric fixation nail (tfn) as the surgeon went to put in the helical blade through the tfn nail the connecting screw broke at the end while using a mallet to insert the helical blade. The helical blade inserter broke. There were no fragments generated and no fragments remained in the patient. A delay of 30 minutes has incurred as they waited for additional instrumentation to arrive so that the procedure to the left femur could be completed. The surgery was completed successfully with no harm to the patient. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Product investigation summary: the complaint condition for the helical blade inserter (part 357.372 / lot 6978417) and helical blade coupling screw (part 357.377 / lot 4509697) was likely caused by numerous years of use and possibly excessive or misplaced hammering during surgery. However, this complaint is not likely a result of any design related deficiency. The helical blade inserter and the helical blade coupling screw are instruments routinely used in the titanium trochanteric fixation nail system. The devices were both returned and reported to have broken during surgery. This condition is confirmed as the proximal knurled head of the coupling screw has broken off of the shaft and the thumb screw on the alignment indicator of the helical blade inserter has broken and fallen out of the device. It is likely that numerous years of use and, possibly, excessive or misplaced hammering during surgery have led to this complaint condition. The coupling screw was manufactured in december, 2002 and is over thirteen years old. The inserter was manufactured in july, 2012 and is over three years old. Both devices are in fairly worn condition with several markings indicative of hammer strikes. The associated drawings for both devices were reviewed and determined to be suitable for their intended design, application, and dimensional conformity when used as recommended. The condition of the returned devices does agree with the complaint description. Whether the complaint condition for these devices can be replicated is not applicable for this condition. Device history record review: release to warehouse date: december 10, 2002 - manufactured by synthes (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.